Event description:
It was reported prior to routine generator change out that the right ventricular lead exhibited low pacing impedance. The lead was reprogrammed but the low impedance persisted. Fluoroscopy did not reveal any physical anomalies, but insulation breach was suspected. The lead will continue to be monitored. The patient was stable and asymptomatic.